Event description:
The hospital reported that the ventilator displayed two technical error codes 10 and 12 while it was connected to a patient. The patient was bagged and the ventilator was taken out of service. Technical error code 10 indicates that valves are disabled and 12 indicates that the breathing node is disconnected.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.